Event description:
A graft was used in an above knee femoral popliteal bypass surgery. The patient returned for first follow-up and approximately 60cc of serous fluid was drained. Fluid was cultured for infection, results were negative. The patient returned for their next follow up, and a large amount of fluid was noted around graft. Graft was explanted.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.